Event description:
It was reported on 17oct2022 that there was resistance found when the spring wire guide (swg) was inserted into the arrow raulerson syringe (ars). The swg was found kinked during use on the patient. No medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit containing an arrow raulerson syringe (ars) and a guide wire assembly for analysis. Signs of use in the form of biological material was observed inside the ars. Visual analysis revealed that the guide wire was kinked directly adjacent to the j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kinking in the guide wire measured 28mm, from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .790mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. A lab inventory 18ga needle was attached to the returned ars. The defective guide wire was then inserted through the needle/ars subassembly. The guide wire was able to pass through both components with little to no resistance. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for n5-04300-005a/71p20l1821 to address the issue of a bent needle; however, without the needle returned it cannot be confirmed if this finding is relevant to the failure mode involved with this complaint. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation , bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked directly adjacent to the j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022 that there was resistance found when the spring wire guide (swg) was inserted into the arrow raulerson syringe (ars). The swg was found kinked during use on the patient. No medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).